Event description:
It was reported that during a precutaneous coronary intervention procedure, the maverick2 monorail balloon ruptured at 8 atm. The number of inflations and to what atm is unknown. The lesion was located in the 95% stenosed and non-tortuous first diagonal branch. The procedure was successfully completed with another of the same device with no complications. Patient status is reported as "good."

Manufacturer narrative:
The returned product analysis is not complete as of this date. A supplemental report will be filed when the analysis is complete.